Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. Moisture damage found on the electronics. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 139mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the display screen went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.